Event description:
Cardiac arrest, r2 multifunction electrodes applied to pt, during course of resuscitation pt rhythm changed to ventricular fibrillation, defibrillation administered at 200 joules, approx 3 mins post defibrillation, attempted to pace pt with r2 multifunction electrodes began receiving pads lead fault warning, connections were checked found to be intact, however, pads lead fault continued, monitor indicated pads were connected and would alternate between pad lead fault and pads connected warnings. The r2 electrodes were changed a new set without alleviation of the problem.